Event description:
It was reported that the patient was experiencing telemetry issues. The reporter was unsure the last time the patient had charged the device, stated "it had been a long time." Three weeks later, it was reported that the patient's battery was "dead" after a total of five attempts at physician recharge mode and no communication with the battery. The device was replaced with a primary cell and the patient was receiving therapy.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, (B)(4).